Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Analysis of the generator was completed on (B)(4) 2014. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
It was reported that the vns patient¿s device could not be interrogated during an office visit on (B)(6) 2014. The failure to interrogate was believed to be due to end of service; however, a battery life calculation using the available programming history showed approximately 6.16 years until eri = yes. Clinic notes were received indicating that the patient could not feel normal mode stimulation but was slightly able to feel magnet mode stimulation. The patient's device was at low settings. The notes indicate that the physician was unable to interrogate the patient¿s device despite multiple attempts. Further follow-up revealed that the physician¿s programming system was able to communicate with other patients¿ devices. The patient stated that her device was no longer working. The patient underwent generator replacement surgery on (B)(6) 2014. The patient¿s device could not be interrogated prior to surgery; however, the patient¿s device was able to be interrogated after explant. It was reported that the patient¿s device had migrated and that the surgeon had to reposition the patient¿s replacement generator. The failure to interrogate was likely due to the implant depth from device migration. The patient¿s explanted generator was tied down and non-absorbable sutures were used. The explanted generator has been returned to the manufacturer where analysis is currently underway.